Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the reporter indicated that six universal seals also had issues. She is not aware of any additional fragments falling into patient. She is aware that several insufflator ports have broken off. All the fragments that were reported initially were removed from the patient. She is not aware of any additional surgical procedure required to remove the fragments of if any post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. She is not aware of any injury to the patient of if the patient has returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Both the instrument and the fragment has been returned back to isi. She does not know if there are any photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they had some universal seal issues. The customer reported one of the universal seals came apart and a piece of the rubber fell off into the abdomen of the patient. The piece was recovered with no reported patient injury. Additionally, during the same procedure one of the other universal seals had the plastic insufflation post break off. The customer was not able to record the lot number of the seals used but they will be sending the damaged ones back via RMA. Both seals were removed and replaced they were able to complete the procedure. The customer also had more than 5 seals failed within a couple of days from this issue. The procedure was completed with no reported injury.